Event description:
It was reported that the patient had been taken to the hospital via paramedics and was admitted due hypoglycemia. The patient's blood glucose levels dropped to 30 mg/dl. It was reported that the omnipod personal diabetes manager (pdm) would not turn on. The patient was found unresponsive. At the hospital the patient was treated with intravenous therapy of fluids and antibiotics. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.